Event description:
Reportedly, when the defibrillator was charged to 200 joules, it did not discharge the selected amount of energy to the pt. This allegation was based upon a lack of expected pt muscular reaction to defibrillator discharge.